Event description:
The catheter broke while inside the patient. The implant procedure was done one year ago. The purpose of this procedure was to make frequent injection easy, which is done by implanting a chemosite into patient's body with catheter going into the vessels. The incidents occurred when the patient was receiving physical examination because of their personal request, and doctors occasionally found the catheters were broken inside patient's body by x-ray image. With the findings, the doctor took the broken catheters out in cooperation with radiologists. And the patients have no special symptoms or any side effects during the whole process.